Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that the package of cottonoids had 11 each in the package instead of 10 each.

Manufacturer narrative:
Upon completion of the investigation, the manufacturing documentation for lots 382041 and 392459 was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. A tcr # 026944 was opened to retrain all the operators that had worked on this product and lot #. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The customer reported that "the package of cottonoids had 11 each in the package instead of 10 each". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.